Event description:
A healthcare provider (hcp) reported on (B)(6) 2016 stating that the patient needed to find a doctor to implant another spinal cord stimulation (scs) device. They didn't know why or when, but the patient's device had stopped working. Physician listings were sent to the patient. There were no related patient symptoms reported, and the indication for use was occipital neuralgia.

Event description:
Additional information received from a manufacturer representative reported that the patient had their implantable neurostimulator (ins) replaced in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.